Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. Appointment dates of (B)(6) 2014 were noted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the patient reported that in 2013 the patient's implant started to move around so it was immediately revised in (B)(6) of 2014. The indications for use (ifus) were urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor, urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va09wps, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was having ¿a lot of leakage, not urine, the other kind.¿ the patient had had it for ¿quite a few days¿ the previous week and about five times on the day of the report. The patient¿s symptoms had been going on since ¿last thursday¿. The patient had attempted adjusting her settings but kept getting poor communication. At the time of the report, the amplitude setting was at 2v. Stimulation was increased to 2.3v but the patient could not feel ¿any tingle¿. At 2.4v, the patient could feel ¿a very little bit of tingling¿ on ¿the other side, her right ¿cheek.¿ the ¿tingle¿ went higher on the right side when the amplitude was increased to 2.5v. Stimulation amplitude was left at 2.4v, where the patient could barely feel it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the patient reported that the implant had worked for a short period of time before it stopped working. The patient worked with a manufacturer representative (rep) to reprogram the device. She had experienced relief for a short period of time before having a return of symptoms although she still had to wear padding when it was working. After speaking with the rep, she finally turned off her therapy in (B)(6) 2014. The diarrhea she had calmed down about 6 weeks ago and she attributed that to her diet. In 2013 the patient's implant started to move around so it was immediately revised and explanted in (B)(6) 2014. The indications for use (ifus) were urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor, urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.